Event description:
A pt underwent revision spinal surgery to explore a non-union resulting from a previously implanted level l4/l5 construct. During the revision the surgeon discovered a broken pedicle screw at l5.

Manufacturer narrative:
Add'l info pertaining to the event was requested but not provided by the initial reporter, including pt info and the date the device was implanted. The explanted device was returned and evaluated. The failure occurred at the weakest point of the screw component, between the bone threads and the polyaxial head. The location of the break is consistent with a failure caused by cyclic loading. Absence of bony fusion as described by the initial reporter appears to be the probable cause for the screw break. The device is intended for temporary fixation to immobilize and stabilize the spinal segments while awaiting bony fusion to take place. A lack of fusion can lead to material fatigue and eventual failure of the implant.